Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 211 mg/dl. The customer stated that they were unable to clear the alarm. The customer also stated that they unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.